Event description:
Baxter reported that the disconnect cap came off the transfer set. The set had been in use for five days. No patient injury or medical intervention was reported. No additional information is available for this complaint per baxter.

Manufacturer narrative:
Baxter initially indicated the sample was available and later followed up by saying the sample was no longer available.